Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/19/2014 with the following findings: a battery compartment crack was observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The pump failed to power on during investigation. Moisture was observed on the pump¿s internal components.